Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown part number and lot number. UDI - unknown due to unknown part/lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. (B)(6). Device manufacture date - unknown due to unknown part number and lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. (B)(4)].

Event description:
Per literature review: the article entitled, percutaneous vascular closure using an anchored collagen plug provides effective haemostatis following both antegrade and retrograde femoral arterial punctures, 1078-5884, 2014 european society for vascular surgery, published by eslevier ltd. Two hematoma incidents associated with what was considered successful ante grade deployment. The article was not specific about any treatment for the hematomas but did state there was no need for further intervention regarding bleeding incidents. It is not known if these patients underwent overnight observation. Patients did not require further intervention and were problem-free at routine follow-up at the vascular surgical outpatient clinic and it was stated they were in stable condition. Procedure outcome was stated to be unknown.